Manufacturer narrative:
The drill was received by the manufacturer and the complaint was not confirmed. The device evaluation revealed that the drill performed according to all specifications. The hose assembly was replaced and the drill was returned to the user facility.

Event description:
It was reported that the device was leaking air during setup. There was no patient involvement or adverse consequences related to this event.